Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument for a single patient sample. An initial accu tni result was 21.00ng/dl. The result was not reported out of the lab. The original sample was re-tested 2 days later and repeated result of 0.01ng/ml was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
The specimen was collected in a bd, lithium heparin plasma tube with gel separator, and was centrifuged at 3,500 rpm for 7 minutes. The sample was stored in the primary tube and was not re-centrifuged before re-testing. No errors were posted to the event log. Per customer, qc was within specs before the event. Customer performed a system check after a calibration failure and discovered the substrate bottle was contaminated. A field service engineer (fse) was dispatched: the fse worked with customer over the phone to get the instrument decontaminated and working within specs. After the substrate system was decontaminated, customer recalibrated the instrument and then re-ran all patient samples up to the passing qc. Substrate contamination may have contributed to this event. A malfunction will be assumed for the purpose of this report.